Event description:
It was reported to philips that the system's c-arm was unable to perform 3d rotations. The device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use and the procedure was completed as planned since the exposure and fluoroscopy were working normally. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfiles were checked and found that tube guard is active. Upon troubleshooting, it was found that the tube cover was defective. To resolve the issue, the fse replaced the tube cover (anti-collision shell of the tube) and calibrated the sensor. After the functional checks, the system was returned to use in good working order.